Event description:
It was reported that in (B)(6) 2009, the patient presented with back pain. The patient underwent an MRI. On (B)(6) 2010, the patient underwent an extreme lateral interbody fusion using rhbmp-2/acs. Following this surgery, the patient experienced similar pain, which increased in severity and frequency. As a result of the surgery, the patient experienced constant back pain, which was frequently severe.

Manufacturer narrative:
(B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation.